Manufacturer narrative:
The reporter's meter and test strips were provided for investigation. The strips are expired and will not be tested. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The results alleged by the customer were not observed in the meter¿s patient result memory. The meter's time/date is also not set correctly. The customer is using expired strips. The use of strips that are past their listed expiration date is not permitted as it can lead to inaccurate results. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's product was requested for investigation. This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At an unknown time in the morning, a sample from the patient was tested using the meter, resulting with a value of 2.9 inr. At noon, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 0.9 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is every 2 weeks or once a month.